Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator turned off just before the pacer test when performing opcheck. There was no patient involvement.